Event description:
It was reported that a patient presented to the emergency room with chest pain. X-ray showed atrial lead perforation, and as a result the lead was not capturing or sensing. The atrial lead was repositioned back into the right atrium during a procedure on (B)(6) 2021. The patient was stable.